Event description:
A surgeon reports that seven days following intraocular lens (iol) implant surgery, the patient complained of an arc-shaped gray shadow laterally. The association between this event and the iol is not known.